Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Structural valve deterioration can encompass multiple failure modes including calcification. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These can include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that four (4) years, ten (10) months post-implantation of this 25mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to degeneration, secondary to calcification. The transcatheter valve was successfully implanted with no reported complications.

Manufacturer narrative:
Additional manufacturer narrative: supplemental submitted to include the device history record (DHR) review. The DHR was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: corrected (B)(4).

Event description:
Through follow up edwards learned the patient also had aortic stenosis. As per echo received the valve presented high-grade stenosis of unclear etiology and aortic insufficiency grade I with moderately limited systolic function of the borderline enlarged left ventricle (ef 40-45%). As reported, patient has a history of heavily calcified vessels; however, no other metabolic disorders reported.